Event description:
It was reported that the deflectable videoscope screen went black, and nothing was displayed. The issue occurred during preparation before use inspection for an unspecified therapeutic procedure. The intended procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device history record was unable to be reviewed for this device since the lot/serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint of a blackout image was not confirmed. Based on the results of the investigation, the blackout image occurred because foreign material and stains adhered to the contact of the video connector or the video system center, temporarily causing a contact failure. This deterioration in the electric connection adversely affected and destabilized the image signal output, leading to a failure in the image sensor. The failure was attributed to several factors: the accumulation of electric load (stress) due to energization on the image sensor mounted in the sensor unit at the distal end of the scope, accidental application of static electricity, and overcurrent generated during insertion or withdrawal while the system was on. Additionally, it was presumed that overcurrent could have been produced due to insertion or withdrawal with the system on, overcurrent from other devices or electric wiring, or dust or moisture adhering to the electric contacts of the system and video connector. Hence, it was determined that the device did satisfy its performance and specifications since the event was not confirmed. However, the root cause could not be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: the instruction manual operation manual,¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.